Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec34-i10cl. In the event reported, it was stated that there was no video image. The anomaly was discovered in the procedure room during use. Additional information was provided by the user on 01-oct-2021 stating the user reported the issue occurred during the diagnostic procedure. The user also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The colonoscope was removed from circulation immediately after the event occurred. Pentax medical issued RMA#(B)(4) for the device to be returned for further evaluation. The device is pending return. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model ec34-i10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 16apr2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.